Event description:
The customer stated that she experienced a low blood glucose reading of 41 mg/dl. The customer stated that she experienced another low blood glucose episode just a few hours later, which required assistance by the paramedics. The customer did not know how low her blood glucose levels were as she was unconscious. The customer changed the infusion set a few hours prior to the event and the customer was not connected during the manual prime. Troubleshooting revealed that the insulin pump was programmed correctly. Advised the customer to discuss the basal rate settings with her doctor.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.